Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent into a "z" shape inside the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation and bubbles issues reported by the customer were confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The instructions for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. When the pentaray nav got a tilt, the irrigation stopped. The pump was restarted and flowed the catheter again, but it was only a temporally solution. It started over. The physician seen the irrigation come out from a spline. The catheter was replaced and it solved the issue. Additional information was received indicating the issue was noticed while the catheter was in the patient; in a pulmonary vein in the left atrium. It was reported there was a bubble error, but we haven¿t seen it. The irrigation stopped. We flushed the tube, then continued the procedure and then it started over. We have repeatedly done this for 2-3 times. The physician pulled out the catheter and seen the flow issue. The qdot catheter settings were used for the ablation catheter and it worked fine. For the pentaray the flow was 2 ml/min in the other pump.

Manufacturer narrative:
On 18-dec-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).